Event description:
The pt stated his client sat on the chair and stated the weld broke on the front right side where the crossbrace attaches to the seat rail. The patient stated she did scrape up her knees as she attempted to get up.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.